Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that log file review found a no external power event on (B)(6) 2022 while the patient was connected to the mobile power unit (mpu).

Manufacturer narrative:
Section a2/a3: patient age/dob and gender was unable to be provided. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via analysis of the submitted log file. The submitted log file contained approximately 16 days of data (21dec2022 ¿ 06jan2023 per the timestamp). A no external power alarm was captured on 23dec2022 from 5:17:04 to 6:30:56 due to a loss of ac power while connected to the mobile power unit (mpu); the alarms resolved when ac power was restored to the mpu. The system controller backup battery supplied power to the system and pump function was not affected during the loss of external power. There were no other notable alarms throughout the log file. The root cause of the reported event was determined to be a power outage occurring at the patient¿s home; therefore, the reported event could not be correlated to an issue on the mpu. The device history records were reviewed and the records revealed that the mobile power unit was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on 05oct2017. Heartmate ii patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (IFU) section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate ii lvas, including how to properly use the mpu and the actions to take in the event of a power failure. The heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the no external power event was caused by loss of power to the patient's home. The mpu remained in service.